Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission files, it was noted that the right-atrial (ra) lead exhibited inappropriate automatic mode switch due to noise over-sensing. No resolution was performed. The patient condition was stable.